Manufacturer narrative:
The lens was returned. Solution was dried on the lens. One haptic is broken. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified company ii a cartridge with an unspecified manual injector. The company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens with the qualified company cartridge combinations. The reported broken haptic was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Example for when the device was not received but unsure if remains implanted evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that before an intraocular lens (iol) implant procedure, the haptic of the lens broke upon insertion. The surgery was not completed and the patient was left aphakic. Additional; information has been requested.